Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the microbore extension set tubing leaked at the connection where the non carefusion valve was attached to the syringe. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of tubing leaked at the connection was confirmed. Visual inspection observed that the female luer had a vertical hair line crack and that the syringe tip was loosely attached to the female luer. The syringe was manually removed from the luer and further visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under a microscope; no stress marks were observed. Functional testing was performed. The syringe was depressed and a leak was observed from the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack is unknown.